Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while calibrating the microscope to a demo system for a clinical case. While setting this up, every 30 seconds to a minute, the screen would flash blue and the hud disappears for a few seconds before it restores. No patient was present at the time of the event. Troubleshooting included trying both kinevo ports and it was found that they performed differently on one of our microscopes. Disconnecting from the kinevo display port and reconnecting this re-negotiates the video which can make it better or worse.